Event description:
Additional information was received that the s-ICD system was explanted in early-april 2017 due to what the physician believes to be a localized xypohoid incision infection. The physician does not believe the device pocket was infected. Cultures were going to be performed. The entire s-ICD system was removed with no replacement planned due to the patient experiencing pain.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported having an infection due to incorrect implantation and that the surgeon would not provide an antibiotic and referred the patient to her primary care physician. The patient reported experiencing pain and went to the emergency department with nerve pain. At that time, they did not see an infection, but the following day, there was discharge coming from the low sternal incision and it was open. She reported the electrode was infected and has been in agonizing pain for three weeks. The patient said she purchased some over the counter antibiotic sheep antibiotic and administering it herself and that helped a little. A company field representative was contacted and indicated that this patient has been seen by several different health care providers regarding her concerns, yet she has not had a physician diagnose her with an infection or incorrect implantation. The patient was, however, started on a round of antibiotic treatment and there is no plan to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) system.